Manufacturer narrative:
The actual sample is not available for evaluation, however 3 sister samples are expected to be returned for investigation.

Event description:
An event involved a transpac it monitoring kit w/03 ml flush device, safeset reservoir and 2 needleless valves. The customer reported that when the nurse flushed the device, air entered the tube. The event happened during use on a patient (12h). The air bubbles were greater than 1cm size but did not come into contact with the patient. Drug involvement was nacl. The device was replaced. There were no physical defects observed on the device. There was reported patient involvement and a delay in therapy, but harm was not reported as a consequence of this event.

Manufacturer narrative:
Two new sets and one opened and unused set were returned for evaluation. The reported complaint of presence of air bubbles while flushing was not confirmed. No visual anomalies were observed on all the returned sets. All the sets were primed and pressure leak tested, no leaks were observed. No air bubbles were observed on all the sets. All the sets were able to be flushed without any air bubbles. Without the return of the reported sample, the complaint could not be confirmed. Lot history review was conducted, and no nonconformities were identified that may have contributed to the reported complaint.